Event description:
Customer reported a contained leak and the generation of an error condition for "ls offset low" when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing lab coat, gloves and eyewear at the time of the leak. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and repaired the source of the leak. While the fse verified instrument performance, the instrument failed startup for high hemoglobin (hgb) and red blood cells (rbc). The fse found the hgb assembly and rbc aperture was faulty. The fse replaced the two parts resolving the issue. (B)(4).